Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, white particles in the shell, creases fold, deformation device. Cloudy and voids in the gel observed after autoclave cycle. The unit is not ruptured. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.